Event description:
A report was received that a pt was explanted due to infection at the lead and pocket site. The pt was experiencing fever and drainage at the pocket site. The physician suspected that the pt had an infection prior to the implant surgery and is not device related. The pt was being treated by antibiotics and was reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.